Event description:
In early 2009, the lay-user/patient contacted lifescan alleging that a one touch surestep meter had a cracked display. It is not known what the patient's testing frequency is. The patient manages self-adjusted insulin. She takes r-insulin and n-insulin. The patient indicated that the alleged meter issue started on an unspecified date/time a few days before christmas 2008. She claimed that the display cracked after the device fell from a kitchen table. Due to the alleged meter issue, the patient claimed that she was unable to test her blood glucose. Although the patient was unable to test, she continued to take her usual dosage(s) of insulin. About 3 days after the alleged meter issue began, the patient alleged that she developed symptoms of weakness and the inability to walk. In late 2008, reportedly received insulin treatment from her doctor. The patient's blood glucose was tested on a doctor's/clinic's meter but, she was unable to provide any specific results obtained. The patient mentioned that she got a high reading and was treated with rapid-acting insulin. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received insulin treatment from her doctor three days after the meter issue began. The patient alleged that due to the meter issue, she was unable to test her blood glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.